Event description:
The manufacturer received information alleging that the reprecert dreamstation auto CPAP device caused asthma, a cough, chest pressure, skin discoloration at the front of the neck, worsening dry eyes, depression, and hopelessness. On (B)(6) 2020, a chest x-ray revealed minimal biapical scarring. Continued chest discomfort led to another x-ray in (B)(6) 2022, which showed chronic small airway abnormality. A pulmonary test on (B)(6) 2022, diagnosed asthma, and the symbicort inhaler was prescribed. The customer reportedly used the device from (B)(6) 2019 to (B)(6) 2022. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This report is submitted to provide additional information from the manufacturer's final investigation findings and to include the related coding fields and date received by mfg. The manufacturer previously reported: "the manufacturer received information alleging that the rep recert dreamstation auto CPAP device caused asthma, a cough, chest pressure, skin discoloration at the front of the neck, worsening dry eyes, depression, and hopelessness. On (B)(6) 2020, a chest x-ray revealed minimal biapical scarring. Continued chest discomfort led to another x-ray in (B)(6) 2022, which showed chronic small airway abnormality. A pulmonary test on (B)(6) 2022, diagnosed asthma, and the symbicort inhaler was prescribed. The customer reportedly used the device from (B)(6) 2019 to (B)(6) 2022. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete." The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities.